Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the error message b30, it is likely the device leaked and water invaded while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the error message. Regarding the insertion section coating peeled off: it is likely that physical stress was applied to the insertion section while the user was handling the device which led to occurrence of the event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): " perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.". Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the standard connector (s-connector) was dried, and no error message was displayed at start-up, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, the connecting tube had a scratch, due to a crack on plug unit, water tightness was lost (fluid invasion was observed inside the s-connector), due to a pinhole on universal cord, water tightness was lost, and the coating of the insertion section was peeled off with a scale of over 1 x 1 mm2. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic bronchoscopy, the evis lucera elite bronchovideoscope exhibited scope communication error b30. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.